Manufacturer narrative:
(B)(4). 3004753838-2026-141983 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/7/2026 and it was determined this complaint is not reportable per (B)(4).

Event description:
It was reported that a broken or detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2026. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. E1: initial reporter email address- (B)(6).